Event description:
Event desc: post insertion of a feeding tube a pneumothorax was confirmed by x-ray. A CT scan was performed and chest drain inserted.

Manufacturer narrative:
There is no sample returned for eval. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is place. The directions for insertion provided a warning that coughing may indicate passage of the tube into the trachea and if it is suspected to remove the tube and reinsert once the pt is comfortable.